Event description:
It was reported that the valve was siphoning.

Manufacturer narrative:
The valve was patent and passed siphon and reflux testing. It was within specifications for all pressure-flow and preimplantation tests. It did not pass the leak test due to several holes in the reservoir. Damage of this type is similar to damage that may be caused by a needle puncture. A review of the mfg records showed no anomalies. All our products are 100% tested at the time of MFR.